Manufacturer narrative:
H2) correction: d4 primary UDI number updated. H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after functional testing, event history log (ehl) review, and charging internal battery per the technical manual, the customer problem was duplicated. The pump's event history logs were found to have been erased when the internal real time clock battery failed. The pump faulted after powering up, an alarm of 46011 was displayed. Repeated this step twice before the pump went into a firmware update display and powered up correctly. The event log was downloaded and showed 2 pages. The date had reset back to (B)(6) 2005. After charging the pump for 250 hours, the pump was turned off for 48 hours. The pump was powered back up and functioned as it should. The cause of the customer reported problem was a depleted internal battery which caused the pump to fault an error code of 46011. The internal memory backup battery failed due to lack of usage of the pump. To prevent this in the future, periodically power up the pump with the alternating current (ac) power. The pump was in used condition and had been decontaminated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative charged the pump for 250 hours and cleared error code 46011. The manufacturer representative loaded the software and replaced the loose downstream occlusion (dso) seal and the contaminated latch lock sensor. The pump passed all functional tests and performed as intended.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device needed a new battery door and alarmed error code 45011 on power up; software upgrade was required. The event occurred during testing. There was no patient involvement and no patient harm.